Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cut on pink probe, chipped adhesive surrounding light guide lens. A root cause could not be identified. Based on the results of the investigation, it is likely the cut on pink probe led to alleged failure of tear on transducer, whereas the most probable cause of chipped adhesive surrounding light guide lens is traced to component failure due to degradation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported tear on transducer during reprocessing involving an olympus ultrasonic gastrovideoscope. There was no patient involvement reported.